Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) battery compartment issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device was returned to animas and evaluated by product analysis on 07/29/2015 with the following results: battery compartment was found cracked from top to the case seal along left side to the grip pad.